Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damage at the drive support cap. The customer¿s blood glucose level was 125 mg/dl. Customer performed trouble shooting for bumped/dropped/cosmetic damage. The customer stated that drive cap protruding. The insulin pump will be returned for analysis.